Event description:
The surgical fiber was returned with no information regarding the reason for return or failure mode. There was no injury to the patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap exhibited a circumferential fracture distal to the fiber/glass cap fusion zone at the bevel edge; the distal end of the glass cap and metal cap were detached and not returned; the fiber proximal to fracture rotated independently; the glass cap exhibited mild devitrification and char at the output window; the outer flow tubing exhibited moderate signs of melting and contamination, likely biologic. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber. (B)(4).